Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during implant procedure, the lead exhibited high impedance. The lead was not used and replaced. No patient symptoms were reported.